Event description:
During trouble shooting of an other reload set alarm (rls) which occurred on the homechoice (hc) during prime, home patient (hp) was not connected. The home patient (hp) stated hc alarming rls but also noticed that there is fluid leaking from cassette door. The baxter technical service representative (tsr) advised the hp to dispose of current supplies and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2012 regarding the reload set alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp stated that she was not connected and the alarm occurred during prime. The hp said the leak came from the cassette. The hp said that she had discarded the cassette and did not look to see exactly where the leak was coming from. Per hp, there were no loose connections or disconnections on the supplies. The hp stated that she discussed the leak with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.